Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The device was returned to olympus for inspection, and the customer's reportable malfunction perforated sheath (exposed metal) was not confirmed, additionally the foreign material in the auxiliary water channel malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely the following led to the malfunction: reprocessing could not be completed due to occurrence of leakage defect at insertion tube, distal end, and air/water channel. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use (IFU) states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the colonovideoscope had a perforated sheath. There were no reports of patient harm.